Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported event of an electrode issue could not be confirmed. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Following an atrial fibrillation procedure, it was noted that an expired catheter was used. The procedure had been completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected information: h6. Additional information: g3, h2.